Event description:
It was reported that the small grasping retractor was not working. There was no report of patient involvement. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. A review of the device logs for the small grasping retractor (part 470318-10/lot n132108310105) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on 31-aug-2022 during a radical cystectomy w/ ileal conduit procedure via system (B)(4). There were 2 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. This complaint is reportable due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.